Event description:
Patient became agitated and attempted to get out of bed and punched three times at a nurse, striking the nurse at the third attempt. The patient was placed in bilateral soft wrist restraints and a safety vest restraint. Many hours later, the patient became agitated once again and successfully pulled out of the bilateral soft wrist restraints and ripped the fabric of the safety vest trying to get out of bed. There was no staff injury or violence towards the team with this second event, nor did the patient suffer any injuries. Nursing team was concerned about the fabric tears in the safety vest restraint and requested the manufacturer review the safety vest restraint and why the fabric was able to rip apart.